Event description:
A malfunction was reported, identified by the code malf 12. There was no information available about any adverse impact on the customer's blood glucose level. Technical support provided guidance for resetting the pump, which the customer successfully undertook, and the malfunction code did not recur. The customer was advised to continue using the pump and instructed to contact support again if any further issues arose.